Event description:
It was reported that the customer went to the emergency room with a blood glucose of 448 mg/dl and ketones; cause was unknown. The customer was treated with intravenous fluids of insulin and saline. The customer was released later the same day with the issue resolved and no permanent damage. A system check was completed and no issues were found with the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.